Event description:
It was reported that outside of surgery the device produced an incomplete mesh. There was no reported patient involvement, harm, or delay. Due diligence is complete, evaluation found the cutters also failed the test cut no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter failed the test cut with an incomplete mesh. The gears and collars were replaced; however, the cutter cannot be fully repaired without replacement. The cutter was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Related reports: 0001526350-2023-00266-1, 0001526350-2023-00675. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.